Manufacturer narrative:
The device was not returned for evaluation as the clip remains in patient. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the slda (single leaflet device attachment) was caused by patient anatomy. The tissue damage and mr (mitral regurgitation) were outcomes of the slda. The reported patient effects of tissue damage and mr, as listed in the mitraclip ntr/xtr instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Patient ID: (B)(6). This is filed to report the single leaflet device attachment, tissue damage and recurrent mitral regurgitation. It was reported that on (B)(6) 2019 one mitraclip was implanted in the patient with grade 4 mitral regurgitation (mr) reducing mr grade to 2+. The following year, on (B)(6) 2020, the mitraclip was found to only be attached to one leaflet according to the echocardiogram. There was possible tissue damage to the posterior leaflet of the mitral valve. The single leaflet attachment is related to the patient's pre-existing anatomy of thin leaflets and severe flail. The mr returned to grade 4. Treatment options are being considered. No additional information was provided.